Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detachment and infusion set tubing came apart from quick release site at legs. The infusion set was in use for 3 days. No further information available.